Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). The customer replaced the reagent probes. There were 5 service visits between (B)(6) 2021. During the course of these visits, the field service engineer (fse) checked the alignment and rinsing of probes. Preventive maintenance was performed. The degasser tube was found to be pinched; this tube was replaced. The fse found blocked waste valves; the waste valves and waste vessels were replaced. The reagent probes were re-adjusted and the vacuum tank was cleaned. Calibration and qc was acceptable. The customer has had no further issues since the last service visit on (B)(6) 2021. The investigation determined the root cause of the event was the valve issue identified during the final service visit.

Event description:
The initial reporter questioned results for 37 patient samples tested for phosphorus on a cobas 8000 c (701) module. Based on the data provided, the results for 5 patient samples were discrepant. Sample ID (B)(6) initial result was 1 mmol/l. The repeat result was 0.68 mmol/l. Sample ID (B)(6) initial result was 1.06 mmol/l. The repeat result was 0.66 mmol/l. Sample ID (B)(6) initial result was 1.08 mmol/l. The repeat result was 0.79 mmol/l. Sample ID (B)(6) initial result was 1.08 mmol/l. The repeat result was 0.78 mmol/l. Sample ID (B)(6) initial result was 0.81 mmol/l. The repeat result was 0.59 mmol/l. It is not known if the questionable results were reported outside of the laboratory. The phosphorus reagent lot number and expiration date were not provided.